Event description:
It was reported that the insulin pump alarmed motor error during a bolus attempt. The blood glucose reading was 262 mg/dl. The customer's father stated that there had been several motor error alarms showing on the screen for a couple of weeks. No significant events leading to the alarm were observed. The caller stated that the insulin pump was currently working but that the motor error alarms came and went. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.